Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on 21-feb-2026. The infusion set tubing detached from hub.the infusion set was in use for two days. The patient change infusion set and resume insulin. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.